Event description:
The event is being reported as part of "a retrospective (B)(4) study evaluating. The outcome for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction". Subject received integra, debridement, and bone resection on (B)(6) 2011. The subject's wound which was on the right transmetatarsal amputated (tma) stump, had a surgical etiology. The wound's approximate measurement was unk as there was no documentation of wound measurements. On (B)(6) 2012, the subject was readmitted with an adverse event of an infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken on (B)(6) 2012 was integra application, irrigation and debridement. The subject was consulted by infectious disease and a prolonged course of po antibiotic (unspecified) was given. The subject was readmitted on (B)(6) 2012 for a free flap, irrigation + debridement, bone resection, and rotation flap. The event was deemed ongoing. On (B)(6) 2012 the subject returned for a f/u visit and it was noted that there was dehiscence at the target wound. This was deemed not related to initial index treatment with integra. No add'l f/u records are available.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.